Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inserted the stent into the pt and then inflated to 5mm to occlude the vessel. The physician noticed that the vessel was not occluded inflated to 5.5mm still not occluded inflated to 6mm. The occlusion balloon finally occluded the vessel. The physician decided that 6mm was too large and dialed back to 5.5mm and the occlusion balloon deflated. The physician already was positioned to place the stent so he continued the case without occlusion. The physician was able to aspirate the particulate from the vessel after the stent was placed. The pt is reported to be fine.